Manufacturer narrative:
The device has been returned and evaluated .during the device evaluation it was found that the screen was no longer displayed. Additionally, they also found the battery was drained .the device evaluation found no other device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the screen of the video system center stopped displaying. The issue occurred during an unknown therapeutic procedure. The procedure was completed with the same set of device. There was no patient harm or impact associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. Correction to h10 inspection results: during the device evaluation, the image issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.